Event description:
According to available information, this device requires revision due to possible exposure. The partner of the patient complained of feeling something during intercourse. The patient was examined and her doctor noted he could not find any signs of exposure or other visible complications. He said he could feel something under the vaginal mucosa laterally, up high, on one side. An examination and revision in the operating room is scheduled but has not occurred yet. The patient is continent.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.